Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic inflammatory disease ('pelvic inflammatory disease'), diverticulitis ('diverticulitis.'), multiple episodes of cystitis ('first bladder, kidney infection', 'second bladder infections that went up into her kidneys') and multiple episodes of kidney infection ('first bladder, kidney infection', 'second bladder infections that went up into her kidneys') in a 25-year-old female patient who had essure (batch no. 922613,922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included depressed mood, bipolar disorder, hypomania, irritability, anger, mood altered, back pain, cervical polypectomy, trouble falling asleep, tonsillectomy, cesarean section (in 2010 and 2011 .), endometriosis, adenoidectomy, arthroscopy, alcohol use, burning micturition, multigravida, parity 2, asthma, endometriosis, sneezing, anxiety, voiding difficulty, enlargement uterine and leiomyoma nos. Concurrent conditions included endometrial polyp, skin disorder, acute pyelonephritis, drug hypersensitivity, urine coloring orange, dysuria, caruncle urethral, flank pain, vaginal cyst, cyst, bladder infection, blood urine present, escherichia coli test positive, kidney pain, low back strain, syncope, smoker, vomiting, fever, chills, decreased appetite, abdominal tenderness, nephrolithiasis, biliary tract disease, lumbar pain, eye swelling, bug bite, itching (she awoke from sleeping in her bed this morning and noticed that she had a bench bug bites over her body and predominantly on her face and her arms. They are very itchy. She thinks they possibly are flea bites.), urticaria, renal pain, recurrent urinary tract infection, hydronephrosis, panic disorder, hyperlipidemia, dysfunctional uterine haemorrhage, urethral diverticulum, stress incontinence, feeling abnormal, constipation, appendicitis, hot flashes and post coital bleeding. On (B)(6) 2012, the patient had essure inserted. In june 2013, the patient experienced urethral disorder ("diverticulum up to her urethra chord protruding out of vaginal hole"). In 2014, the patient experienced the first episode of cystitis (seriousness criterion hospitalization) and the first episode of kidney infection (seriousness criterion hospitalization). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), the second episode of cystitis (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), menorrhagia ("periods bleeding so bad/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"), abdominal pain lower ("pain is so bad"), abdominal pain ("abdominal pain"), the second episode of kidney infection (seriousness criterion medically significant), cyst ("cyst"), muscle spasm ("pelvic muscle spasms"), back disorder ("back problems"), nausea ("nauseous/not able to keep anything down the other day"), psychological trauma ("psych injury,psychological or psychiatric problems,"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), alopecia ("hair loss"), migraine ("migraine"), tooth disorder ("dental problems"), headache ("headache"), diverticulitis (seriousness criterion medically significant), feeling abnormal ("brain fog"), mood swings ("mood swings"), dysgeusia ("metallic taste in mouth"), abdominal distension ("bloating"), muscle spasms ("pelvic muscle spasms") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with hydrocodone, levofloxacin (levaquin), oxycodone and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, the last episode of cystitis, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, abdominal pain, the last episode of kidney infection, urethral disorder, cyst, muscle spasm, back disorder, nausea, psychological trauma, dermatitis allergic, bladder disorder, alopecia, migraine, tooth disorder, hormone level abnormal, weight increased, headache, diverticulitis, feeling abnormal, mood swings, dysgeusia, abdominal distension, muscle spasms and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back disorder, bladder disorder, cyst, dermatitis allergic, diverticulitis, dysgeusia, dysmenorrhoea, fallopian tube perforation, feeling abnormal, headache, hormone level abnormal, menorrhagia, migraine, mood swings, muscle spasm, nausea, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urethral disorder, vaginal haemorrhage, weight increased, the first episode of cystitis, the first episode of kidney infection, muscle spasms, the second episode of cystitis and the second episode of kidney infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2012 patient received treatment for events ¿pelvic pain, abdominal pain, dysmenorrhea, rash/skin condition, menorrhagia, hair loss, migraine, dental probs.,hormonal changes, weight gain, headaches, diverticulitis, brain fog, mood swings, metallic taste in mouth, bloating, pelvic muscle spasms lot number: 922603 manufacture date: 2011-11 expiration date: 2014-11 lot number: 922613 manufacture date: 2011-11 expiration date: 2014-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-jun-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic inflammatory disease ('pelvic inflammatory disease'), diverticulitis ('diverticulitis.'), multiple episodes of cystitis ('first bladder, kidney infection', 'second bladder infections that went up into her kidneys') and multiple episodes of kidney infection ('first bladder, kidney infection', 'second bladder infections that went up into her kidneys') in a 25-year-old female patient who had essure (batch no. 922613,922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included depressed mood, bipolar disorder, hypomania, irritability, anger, mood altered, back pain, cervical polypectomy, trouble falling asleep, tonsillectomy, cesarean section (in 2010 and 2011 .), endometriosis, adenoidectomy, arthroscopy, alcohol use, burning micturition, multigravida, parity 2, asthma, endometriosis, sneezing, anxiety, voiding difficulty, enlargement uterine and leiomyoma nos. Concurrent conditions included endometrial polyp, skin disorder, acute pyelonephritis, drug hypersensitivity, urine coloring orange, dysuria, caruncle urethral, flank pain, vaginal cyst, cyst, bladder infection, blood urine present, escherichia coli test positive, kidney pain, low back strain, syncope, smoker, vomiting, fever, chills, decreased appetite, abdominal tenderness, nephrolithiasis, biliary tract disease, lumbar pain, eye swelling, bug bite, itching (she awoke from sleeping in her bed this morning and noticed that she had a bench bug bites over her body and predominantly on her face and her arms. They are very itchy. She thinks they possibly are flea bites.), urticaria, renal pain, recurrent urinary tract infection, hydronephrosis, panic disorder, hyperlipidemia, dysfunctional uterine haemorrhage, urethral diverticulum, stress incontinence, feeling abnormal, constipation, appendicitis, hot flashes and post coital bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced urethral disorder ("diverticulum up to her urethra chord protruding out of vaginal hole"). In 2014, the patient experienced the first episode of cystitis (seriousness criterion hospitalization) and the first episode of kidney infection (seriousness criterion hospitalization). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), the second episode of cystitis (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), menorrhagia ("periods bleeding so bad/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("painful periods/dysmennorhea (cramping)"), abdominal pain lower ("pain is so bad"), abdominal pain ("abdominal pain"), the second episode of kidney infection (seriousness criterion medically significant), cyst ("cyst"), muscle spasm ("pelvic muscle spasms"), back disorder ("back problems"), nausea ("nauseous/not able to keep anything down the other day"), psychological trauma ("psych injury,psychological or psychiatric problems,"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), alopecia ("hair loss"), migraine ("migraine"), tooth disorder ("dental problems"), headache ("headache"), diverticulitis (seriousness criterion medically significant), feeling abnormal ("brain fog"), mood swings ("mood swings"), dysgeusia ("metallic taste in mouth"), abdominal distension ("bloating"), muscle spasms ("pelvic muscle spasms") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with hydrocodone, levofloxacin (levaquin), oxycodone and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, the last episode of cystitis, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, abdominal pain, the last episode of kidney infection, urethral disorder, cyst, muscle spasm, back disorder, nausea, psychological trauma, dermatitis allergic, bladder disorder, alopecia, migraine, tooth disorder, hormone level abnormal, weight increased, headache, diverticulitis, feeling abnormal, mood swings, dysgeusia, abdominal distension, muscle spasms and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back disorder, bladder disorder, cyst, dermatitis allergic, diverticulitis, dysgeusia, dysmenorrhoea, fallopian tube perforation, feeling abnormal, headache, hormone level abnormal, menorrhagia, migraine, mood swings, muscle spasm, nausea, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urethral disorder, vaginal haemorrhage, weight increased, the first episode of cystitis, the first episode of kidney infection, muscle spasms, the second episode of cystitis and the second episode of kidney infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2012 patient received treatment for events ¿pelvic pain, abdominal pain, dysmennorhea, rash/skin condition, menorrhagia, hair loss, migraine, dental probs.,hormonal changes, weight gain, headaches, diverticulitis, brain fog, mood swings, metallic taste in mouth, bloating, pelvic muscle spasms. Most recent follow-up information incorporated above includes: on 8-may-2020: reporter information updated. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic inflammatory disease ("pelvic inflammatory disease"), several episodes of cystitis ("first bladder, kidney infection" and "second bladder infections that went up into her kidneys"), several episodes of kidney infection ("first bladder, kidney infection" and "second bladder infections that went up into her kidneys") and diverticulitis ("diverticulitis.") In a 25 year-old female patient who had essure inserted (lot no. 922613,922603) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she did not undergo an essure confirmation test"). The patient had a medical history of leiomyoma nos, enlargement uterine, voiding difficulty, anxiety, sneezing, endometriosis, asthma, parity 2, multigravida, burning micturition, alcohol use, arthroscopy, adenoidectomy, endometriosis, cesarean section (in 2010 and 2011 .), tonsillectomy, trouble falling asleep, cervical polypectomy, back pain, mood altered, anger, irritability, hypomania, bipolar disorder and depressed mood. Concurrent conditions were listed as post coital bleeding, hot flashes, appendicitis, constipation, feeling abnormal, stress incontinence, urethral diverticulum, dysfunctional uterine haemorrhage, hyperlipidemia, panic disorder, hydronephrosis, recurrent urinary tract infection, renal pain, urticaria, itching (she awoke from sleeping in her bed this morning and noticed that she had a bench bug bites over her body and predominantly on her face and her arms. They are very itchy. She thinks they possibly are flea bites.), bug bite, eye swelling, lumbar pain, biliary tract disease, nephrolithiasis, abdominal tenderness, decreased appetite, chills, fever, vomiting, smoker, syncope, low back strain, kidney pain, escherichia coli test positive, blood urine present, bladder infection, cyst, vaginal cyst, flank pain, caruncle urethral, dysuria, urine coloring orange, drug hypersensitivity, acute pyelonephritis, skin disorder and endometrial polyp. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013 she experienced urethral disorder ("diverticulum up to her urethra chord protruding out of vaginal hole"). In 2014 she experienced a first episode of cystitis (seriousness criterion hospitalisation) and a first episode of kidney infection (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2019. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), a second episode of cystitis (seriousness criterion medically important), pelvic pain ("pelvic pain/chronic"), heavy menstrual bleeding ("periods bleeding so bad/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("painful periods/"dysmenorrhea" (cramping)"), abdominal pain lower ("pain is so bad"), abdominal pain ("abdominal pain"), a second episode of kidney infection (seriousness criterion medically important), cyst ("cyst"), muscle spasm ("pelvic muscle spasms"), back disorder ("back problems"), nausea ("nauseous/not able to keep anything down the other day"), psychological trauma ("psych injury,psychological or psychiatric problems,"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), alopecia ("hair loss"), migraine ("migraine"), tooth disorder ("dental problems"), headache ("headache"), diverticulitis (seriousness criterion medically important), feeling abnormal ("brain fog"), mood swings ("mood swings"), dysgeusia ("metallic taste in mouth"), abdominal distension ("bloating"), muscle spasms ("pelvic muscle spasms") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was hospitalised from (B)(6) 2014. The patient was treated with levaquin (levofloxacin), hydrocodone and oxycodone as well as surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back disorder, bladder disorder, cyst, the first episode of cystitis, the second episode of cystitis, dermatitis allergic, diverticulitis, dysgeusia, dysmenorrhoea, fallopian tube perforation, feeling abnormal, headache, heavy menstrual bleeding, hormone level abnormal, the first episode of kidney infection, the second episode of kidney infection, migraine, mood swings, muscle spasm, muscle spasms, nausea, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urethral disorder, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2012 patient received treatment for events ¿pelvic pain, abdominal pain, "dysmenorrhea", rash/skin condition, menorrhagia, hair loss, migraine, dental probs.,hormonal changes, weight gain, headaches, diverticulitis, brain fog, mood swings, metallic taste in mouth, bloating, pelvic muscle spasms. Diagnostic results (normal ranges are provided in parenthesis if available): final surgical pathology report(s) pathological diagnosis uterus, cervix, bilateral fallopian tubes: uterus and cervix: weight: 81 grams, endometrium: secretory endometrium myometrium: unremarkable. Cervix: chronic cervicitis. Fallopian tube: right: histologically unremarkable. Paratubal cyst. Embedded metallic device (gross) left: histologically unremarkable. Paratubal cyst. Embedded metallic device (gross). Clinical information: dysmenorrhea fallopian tubes: bilateral fimbriated fallopian tubes are attached averaging 7.0 x 0.5 cm, both with pink-purple serosa and a pinpoint to stellate lumen on sectioning. Both fallopian tubes have embedded within the proximal segment of the tube a portion of coiled, silver metallic material! Measuring at least 3.5 x 0.2 cm. The right fallopian tube has a 0.8 x 0.8 x 0.7 cm smooth lined unilocular cyst, which is submitted entirely. The left fallopian tube has two smooth lined, unilocular cysts measuring 0.4 cm and 0.5 cm in maximum dimension. The smaller one is pedunculated with a 1.3 cm stalk. Both cysts are entirely submitted. Lot number: 922603, manufacture date: 2011-11 and expiration date: 2014-11. Lot number: 922613, manufacture date: 2011-11 and expiration date: 2014-11. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pfs received : reporters information added, product start date and stop date updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic inflammatory disease ('pelvic inflammatory disease'), diverticulitis ('diverticulitis.'), multiple episodes of cystitis ('first bladder, kidney infection', 'second bladder infections that went up into her kidneys') and multiple episodes of kidney infection ('first bladder, kidney infection', 'second bladder infections that went up into her kidneys') in a 25-year-old female patient who had essure (batch no. 922613,922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included depressed mood, bipolar disorder, hypomania, irritability, anger, mood altered, back pain, polypectomy, trouble falling asleep, tonsillectomy, cesarean section (in 2010 and 2011 .), endometriosis, adenoidectomy, arthroscopy, alcohol use, burning micturition, multigravida, parity 2, asthma, endometriosis, sneezing, anxiety, voiding difficulty, enlargement uterine and leiomyoma. Concurrent conditions included polyps, skin disorder, acute pyelonephritis, drug hypersensitivity, urine coloring orange, dysuria, caruncle urethral, flank pain, vaginal cyst, cyst, bladder infection, blood urine present, escherichia coli test positive, kidney pain, low back strain, syncope, smoker, vomiting, fever, chills, decreased appetite, abdominal tenderness, nephrolithiasis, biliary tract disease, lumbar pain, eye swelling, bug bite, itching (she awoke from sleeping in her bed this morning and noticed that she had a bench bug bites over her body and predominantly on her face and her arms. They are very itchy. She thinks they possibly are flea bites.), urticaria, renal pain, recurrent urinary tract infection, hydronephrosis, panic disorder, hyperlipidemia, dysfunctional uterine haemorrhage, urethral diverticulum, stress incontinence, feeling abnormal, constipation, appendicitis, hot flashes and post coital bleeding. On (B)(6) 2012, the patient had essure inserted. In june 2013, the patient experienced urethral disorder ("diverticulum up to her urethra chord protruding out of vaginal hole"). In 2014, the patient experienced the first episode of cystitis (seriousness criterion hospitalization) and the first episode of kidney infection (seriousness criterion hospitalization). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), the second episode of cystitis (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), menorrhagia ("periods bleeding so bad/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("painful periods/dysmennorhea (cramping)"), abdominal pain lower ("pain is so bad"), abdominal pain ("abdominal pain"), the second episode of kidney infection (seriousness criterion medically significant), cyst ("cyst"), muscle spasm ("pelvic muscle spasms"), back disorder ("back problems"), nausea ("nauseous/not able to keep anything down the other day"), psychological trauma ("psych injury,psychological or psychiatric problems,"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), alopecia ("hair loss"), migraine ("migraine"), tooth disorder ("dental problems"), headache ("headache"), diverticulitis (seriousness criterion medically significant), feeling abnormal ("brain fog"), mood swings ("mood swings"), dysgeusia ("metallic taste in mouth"), abdominal distension ("bloating"), muscle spasms ("pelvic muscle spasms") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was hospitalized from 24-aug-2014 to 28-aug-2014. The patient was treated with hydrocodone, levofloxacin (levaquin), oxycodone and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, the last episode of cystitis, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, abdominal pain, the last episode of kidney infection, urethral disorder, cyst, muscle spasm, back disorder, nausea, psychological trauma, dermatitis allergic, bladder disorder, alopecia, migraine, tooth disorder, hormone level abnormal, weight increased, headache, diverticulitis, feeling abnormal, mood swings, dysgeusia, abdominal distension, muscle spasms and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back disorder, bladder disorder, cyst, dermatitis allergic, diverticulitis, dysgeusia, dysmenorrhoea, fallopian tube perforation, feeling abnormal, headache, hormone level abnormal, menorrhagia, migraine, mood swings, muscle spasm, nausea, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urethral disorder, vaginal haemorrhage, weight increased, the first episode of cystitis, the first episode of kidney infection, muscle spasms, the second episode of cystitis and the second episode of kidney infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- mar-2013, (B)(6) 2012 patient received treatment for events ¿pelvic pain, abdominal pain, dysmennorhea, rash/skin condition, menorrhagia, hair loss, migraine, dental probs.,hormonal changes, weight gain, headaches, diverticulitis, brain fog, mood swings, metallic taste in mouth, bloating, pelvic muscle spasms most recent follow-up information incorporated above includes: on 23-oct-2019: plaintiff fact sheet and mr received. New events added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and pelvic inflammatory disease were added. Patient's demographic information and concomitant condition. On 23-oct-2019: plaintiff fact sheet and mr received. Lot number updated. Follow-up 5 th and 6th process together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), diverticulitis ('diverticulitis.') Multiple episodes of cystitis ('first bladder, kidney infection', 'second bladder infections that went up into her kidneys') and multiple episodes of kidney infection ('first bladder, kidney infection', 'second bladder infections that went up into her kidneys') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced urethral disorder ("diverticulum up to her urethra chord protruding out of vaginal hole"). In 2014, the patient experienced the first episode of cystitis (seriousness criterion hospitalization) and the first episode of kidney infection (seriousness criterion hospitalization). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the second episode of cystitis (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), menorrhagia ("periods bleeding so bad/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"), abdominal pain lower ("pain is so bad"), abdominal pain ("abdominal pain"), the second episode of kidney infection (seriousness criterion medically significant), cyst ("cyst"), the first episode of muscle spasms ("pelvic muscle spasms"), back disorder ("back problems"), nausea ("nauseous/not able to keep anything down the other day"), psychological trauma ("psych injury"), hypersensitivity ("rash/skin condition"), bladder disorder ("bladder problems"), alopecia ("hair loss"), migraine ("migraine"), tooth disorder ("dental problems"), headache ("headache"), diverticulitis (seriousness criterion medically significant), feeling abnormal ("brain fog"), mood swings ("mood swings"), dysgeusia ("metallic taste in mouth"), abdominal distension ("bloating") and the second episode of muscle spasms ("pelvic muscle spasms") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with hydrocodone, levofloxacin (levaquin), oxycodone and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, the last episode of cystitis, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, abdominal pain, the last episode of kidney infection, urethral disorder, cyst, back disorder, nausea, psychological trauma, hypersensitivity, bladder disorder, alopecia, migraine, tooth disorder, hormone level abnormal, weight increased, headache, diverticulitis, feeling abnormal, mood swings, dysgeusia, abdominal distension and the last episode of muscle spasms outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back disorder, bladder disorder, cyst, diverticulitis, dysgeusia, dysmenorrhoea, fallopian tube perforation, feeling abnormal, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, tooth disorder, urethral disorder, weight increased, the first episode of cystitis, the first episode of kidney infection, the first episode of muscle spasms, the second episode of cystitis, the second episode of kidney infection and the second episode of muscle spasms to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013, (B)(6) 2012 patient received treatment for events ¿pelvic pain, abdominal pain, dysmenorrhea, rash/skin condition, menorrhagia, hair loss, migraine, dental probs. Hormonal changes, weight gain, headaches, diverticulitis, brain fog, mood swings, metallic taste in mouth, bloating, pelvic muscle spasms. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events pelvic pain, abdominal pain, rash/skin condition, psych injury, fallopian tube perforation , bladder problems , hair loss, migraine, dental probs.,hormonal changes, weight gain, headaches, diverticulitis, brain fog, mood swings, metallic taste in mouth, bloating, pelvic muscle spasms, she did not undergo an essure confirmation test were added. New reporter and patient information were added. Information transferred from deletion case (B)(4). All source documents and reference section were transferred to this case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.